Event description:
It was reported that an unspecified number of bd nexiva¿ closed IV catheter systems had gritty foreign matter on their needles. The following information was provided by the initial reporter: "we have had a number of reported issues related to the IV needles in #383537 lot # 2197367. These needles...have a gritty feel to them."

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that an unspecified number of bd nexiva¿ closed IV catheter systems had gritty foreign matter on their needles. The following information was provided by the initial reporter: "we have had a number of reported issues related to the IV needles in #383537 lot#: 2197367. These needles have a gritty feel to them."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.